Event description:
The scale could easily be turned from kilograms to pounds. The software was supposed to be locked to prevent access to pounds. Kilograms are the only measure of weight to be used in the user's pediatric hospital. There was an opportunity that staff does not realize that the scale went back to pounds and record the weight ponds. Medication doses are based on mg/kg (milligrams per kilograms).

Manufacturer narrative:
Scales are normally configured to toggle between pounds and kilograms. Customer can request scale to be programmed at factory to kilograms only or it can be accomplished on-site using the instructions in the operation manual beginning on page 4. In this situation the scales (sns (B)(4)) were ordered from the hosp as a normally configured pediatric scale with pounds and kilograms active.